Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported image of the camera head was not displayed and there is a disconnection in the camera head cord. These issues occurred during pre-procedure inspection (before sedation) for a therapeutic holep (holmium laser enucleation of the prostate) procedure. The procedure was cancelled. There were no reports of patient harm.